Manufacturer narrative:
Manufacturers ref# (B)(4) after investigation was completed on 11dec2025 the event is considered reportable to FDA. G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: a 76-year-old female developed a type b dissection in may, and a standard preemptive thoracic endovascular aortic repair (tevar) was performed. The distance from zone 3 to the entry point was 16mm.first a zta-pt-32-28-178-w1 was placed from zone 3, then a gzsd-36-123-2 and a gzsd-36-164-2 was placed, followed by placement of a zta-de-30-108 extending two stents from the periphery of zta-pt-32-28-178-w1. It was reported that ballooning was performed (3 times in total) as antegrade flow was confirmed from the entry. Final angiography confirmed that there was no endoleak, and the procedure was completed. At the time of extubation, the anesthesiologist pointed out that the transoral ultrasound showed signs of type a dissection in the ascending aorta. An emergency CT scan was performed and type a dissection was confirmed, so an emergency open chest surgery was performed. The ascending aorta was replaced and the brachiocephalic artery was reconstructed and the patient recovered. The physician believes the stent graft is not directly involved, but rather that it may be a complication of surgery. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label, as the user reported that the zta was used in a patient with dissection. Per the IFU the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. The event is assessed to have occurred due to the use of the device in a patient with dissection with the subsequent anatomical and disease related limitations. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a 76-year-old female developed a type b dissection in may, and a standard preemptive tevar was performed. There were no particular problems with access, etc. The distance from zone 3 to the entry point was 16mm. Zta-pt-32-28-178-w1/e4646401 placed from zone 3, gzsd-36-123-2/e4679309 placed just above the celiac, gzsd-36-164-2/e4690090 placed above the ta, zta-de-30-108-w1/e4684526 placed by extending two stents from the periphery of zta-pt-32-28-178-w1. Ballooning was performed (3 times in total) as antegrade flow was confirmed from the entry. Final angiography confirmed that there was no endoleak, and the procedure was completed. At the time of extubation, the anesthesiologist pointed out that the transoral ultrasound showed signs of type a dissection. An emergency CT scan was performed and type a dissection was confirmed, so an emergency open chest surgery was performed. The ascending aorta was replaced and the brachiocephalic artery was reconstructed. The physician believes the stent graft is not directly involved, but rather that it may be a complication of surgery. Patient outcome: the patient was recovered.